Event description:
It was reported that an unspecified malfunction occurred. The date of the event is an approximation. This is 3 of 3 related events in which the patient was hospitalized for hypoglycemic shock on separate occasions. For this specific event, on (B)(6) 2026, the patient experienced another episode of loss of consciousness in the morning, following previous events associated with reports (B)(4). The patient stated that his blood glucose was ¿high,¿ although it was not clarified whether this measurement came from a bg meter or the cgm¿s egv value. The patient was conscious when paramedics arrived. He reported having a meter available but believed it may have not been used; he was also unsure whether the meter battery was depleted. The patient stated that he received ¿liquid sugar¿ during the last two incidents, consistent with IV glucose administration. He reported that for all three events, he remained hospitalized for more than one day. When asked about cgm readings prior to hospitalization, the patient¿s brother stated ¿it was sounding a lot. That¿s what I was trying to tell you. It¿ll say 417, then it say from 417 to 41, then it might say 17, then it say low. It ain¿t read nothing. It¿s been every time he went to the hospital for the last few weekends. I¿d be the one calling the paramedics.¿ regarding fingerstick readings taken at home before ems transport, the brother explained that after the patient was given glucose, his blood sugar would rise to 70 mg/dl or above, though it was unclear which of the three incidents he was referring to. He added that when the patient becomes ill, ¿the machine does not read correctly,¿ and stated ¿something ain¿t right with that machine, and this ain¿t the first occasion. May have been through this numerous times with that machine.¿ the patient does not have a personal glucometer at home. Technical support agent discussed device calibration during the call. At the time of follow-up, the patient¿s cgm readings were 90 mg/dl, increasing to 97 mg/dl during the conversation. During follow-up, the patient reported that he was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 3 of 3 related events in which the patient was hospitalized for hypoglycemic shock on separate occasions. Please see related records (B)(4).